Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during the use of urodynamics balloon catheter for cystometry studies, the balloon "exploded". It was further noted that the balloon material was split from proximal bond to distal bond. There were no adverse effects reported due to the event and no report of an additional procedure. A new product was used.